Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the ipg implant site. The patient was implanted roughly 2.5 years prior to the incident. There have been no further reports of complications.